Event description:
In an attempt to advance a coronary stent with delivery system to the target lesion site (tls) in the pt's left anterior descending artery, the physician elected to retract the sheath prior to reaching the tls. As a result, the stent became dislodged from the balloon catheter embolizing within the coronary circulation. In response, another balloon catheter was introduced in an unsuccessful attempt to retrieve the stent. The balloon catheter subsequently caused the stent to embolize out of the coronary circulation and into the foot. There were no add'l complications reported relative to this event.